Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent atrial fibrillation (afib) ablation with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During ablation phase, shortly after transseptal through the atrioseptal defect (asd) a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). Caller reported that the medical intervention provided was a pericardiocentesis and 3 litters of fluid were removed and proceeded with open heart surgery. The patient was reported to be in stable condition. This adverse event was discovered during use of biosense webster products. The opinion of the physician is that the sheath and needle were inserted through atrioseptal defect (asd) and perforated through left atrial appendage (laa). Thus, the cause of the event is patient condition/procedure. Pericardiocentesis was performed followed by open heart surgery to close asd and repair hole. The patient¿s condition is improved and stable. The patients required extended hospitalization for post surgery recovery. Prior to noting the effusion ablation was performed on posterior wall of left pulmonary vein (lpv) and ridge. There was no evidence of steam pop, high force nor high impedance. The caller commented that the event occurred during ablation phase shortly after transseptal through the asd. The irrigation settings were standard for thermocool® smart touch¿ bi-directional navigation catheter. There were no error messages observed on biosense webster equipment during the procedure. All available force visualization modules were used (graph, dashboard, vector and visitag). Visitag settings were 3 mm 3 seconds force over time (fot) 25% 3 grams. Respiration adjustment was used for additional filter with the visitag. Tag index (surpoint) used for color options. Given that ablations were performed, the contribution of the biosense webster device cannot be excluded. Thus this event will be conservatively reported under the thermocool® smart touch¿ bi-directional navigation catheter.